Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer replaced the control printed circuit board (pcb) which resolved the issue. A visual inspection of the returned control pcb showed no anomalies. The evaluation of received device logs confirmed several flow test failures on 06/26/2020 and an internal leakage test failure two week after. The returned control pcb was installed in the reference servo-s ventilator. Several pre-use checks passed together with several separate pressure transducer tests and simulated use test ventilation ran for six days without any deficiency noted. The failure was detected during pre-use check. If the failure would occur during ventilation, several alarms will be generated to alert the operator. The conclusion in this matter is that the reported issue could be confirmed in the received device logs but not during laboratory tests, the returned control pcb worked according to its specifications during the investigation. The cause of the reported flow transducer test failure during pre-use check could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).